Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit does not alarm when turned on and would not stay on.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The device was tested and results were no able to duplicate issue, so the original complaint issue was not able to be confirmed. Horn sounded every time it was turned on/off. No pressure horn sounded with the flow off or closed. Flows below 0.5, it also sounded.

Event description:
The unit does not alarm when turned on and would not stay on.